Event description:
It was reported that the insulin was leaking from the reservoir. Insulin was noted to be in the reservoir compartment. Customer stated that the leak was past the second o ring. Customer stated that her blood glucose readings have been running high and she believes it is due to the leaking reservoirs. Customer's blood glucose reading at the time of the call was 18 mmol/l and has manual injection in the case of an emergency. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.